Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the marksman catheter was returned for evaluation. As received, the flow diverter delivery system was stuck inside the marksman. For further examination, the flow diverter delivery system was pushed out of the marksman with difficulty. The marksman body was observed to be separated near the distal tip. The tubing material at the broken ends exhibited jagged edges, exposed braid, stretching and necking. The marksman body was flattened and accordioned near the distal tip. The marksman was tested by running an in-house mandrel through the tip and hub. The mandrel was able to pass through with slight resistance and became stuck at the damaged locations. Based on the analysis findings and event description, the reports of resistance and marksman separation were confirmed. The broken ends of the marksman exhibited stretching and necking which indicates that the catheter separated when the tensile strength of the tubing material was exceeded. It is possible that the patient¿s severe vessel tortuosity may have contributed to the reported resistance during delivery, subsequently causing the marksman to become damaged. However, the cause for resistance could not be conclusively determined. Additionally, from the damage observed on the marksman body (flattening/accordioning) suggest that excessive force was used. In this event, user context may have contributed to the reported issues as the physician continued to advance the flow diverter delivery system despite resistance. Per our instructions for use (IFU), the user should: ¿never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ the lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The marksman catheter has not been returned for evaluation. The reported event could not be confirmed and an event cause could not be conclusively determined from the provided information.

Event description:
Medtronic received report of marksman catheter rupture during a procedure. The patient was undergoing flow diversion treatment for an unruptured, saccular aneurysm in the right, ophthalmic internal carotid artery (ica). The aneurysm max. Diameter was 22mm and neck diameter was 4mm. The landing zone artery size was 4.25mm distal and 4.61mm proximal. The vessel was severely tortuous. The devices were prepared as indicated in the IFU. A continuous heparinized saline flush was used during the procedure. It was reported that during the procedure, the flow diverter was pushed through the marksman with difficulty. The flow diverter became locked up in the distal section of the marksman. The slack in the system was released, which did not resolve the issue. It was also reported that the middle section of the marksman ruptured when the flow diverter was released. The flow diverter was not implanted; the system was removed from the patient. The procedure was completed using a new marksman catheter. There were no reports of any patient symptoms in connection with this event.